Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated foreign body reaction, pain, dyspareunia, difficulty voiding, difficulty emptying bladder, burning sensation, infections, and other injuries.

Manufacturer narrative:
Patient code 3190 used for ua positive, culture negative device code 3190 used for exposure, as the reason for the exposed device is unknown. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information reported to coloplast though not verified. (B)(6) 2017: ua positive, culture negative; (B)(6) 2017: ua positive, culture negative; (B)(6) 2017: dysuria, difficulty starting stream, hematuria, dyspareunia, mesh exposure, pelvic pain; (B)(6) 2017: complaints of uti symptoms, culture negative, pelvic and back pain; (B)(6) 2017: pain and tenderness to left flank, bleeding; (B)(6) 2017: removal of altis sling, sacrospinous ligament fixation hysteropexy, posterior repair, pudendal nerve block (right), cystourethroscopy x 2 under general anesthesia; (B)(6) 2018: continues to have increased urinary frequency, intermittent stream and bladder pain. No urinary incontinence.